Manufacturer narrative:
Upon further review this report is now product problem and serious injury. This complaint was re-reviewed due to the investigation findings. The nail locking mechanism component was identified to be broken. During the initial procedure the nail did not function properly and the blade was not fully inserted. It was determined that the intra-operative malfunctions caused or contributed to the reported post-operative consequences that resulted in the blade migrating post-operative and pain. It is assumed that the locking mechanism component was broken and that is why during the initial procedure that it was not ¿working properly¿. Medical/surgical intervention required. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome reported as stable following the removal surgery. This complaint addresses blade insertion issue during the initial surgery and also removal surgery due to pain. This report is for one (1) tfna helical blade 95mm sterile.

Manufacturer narrative:
Additional narrative: device history records (DHR) review was completed for part# 04.038.295s, lot# 9940658. Manufacturing location: (B)(4), manufacturing date: dec 03, 2015, expiry date: nov 01, 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 95mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Product development investigation was completed. The returned helical blade (part 04.038.295s, lot 9940658, mfg. 03 dec 2015) was inspected at customer quality and the complaint was confirmed. Replication is not applicable for this complaint condition. Upon visual inspection, it was noted that the helical blade has scratches consistent with damage upon insertion and wear mark consistent with movement due to an unlocked helical blade. Relevant drawings were reviewed and no design issues were identified. DHR review showed no non-conformance reports were generated during production. Material and relevant testing occurred at the time of manufacture and confirmed to have no issues through the DHR review. While no definitive root cause could be determined it is likely that the locking mechanism was pre-deployed and struck by the helical blade, which lead to the damage of the locking mechanism. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent initial trochanteric femoral nail advanced (tfna) implant surgery for a femoral trochanteric fracture approximately two (2) years prior to removal. It was further reported that the helical blade was not fully inserted during the initial procedure and the locking mechanism on the nail may not have properly functioned. After bone adhesion, patient complained of pain in the hip. It was determined the helical blade had protruded frontward. Removal surgery was performed on an unknown date and completed successfully with no further issue. Removal surgery due to pain is addressed in (B)(4). This report addresses the intraoperative issues during the intial procedure. This is report 1 of 2 for (B)(4).